Event description:
Same case as tw (B)(4) it was reported that the patient experienced angina pectoris. In (B)(6) 2020, the subject was referred for cardiac catheterization. The target lesion was located in the proximal right coronary artery (rca) extending up to distal right coronary artery (rca) with 80% stenosis and was 59 mm long, with a reference vessel diameter of 3.5 mm. The target lesion was treated with pre-dilatation and followed by the placement of two 3.50 mm x 32 mm synergy stent systems. Following post-dilatation, the residual stenosis was noted to be 0%. Six days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2024, the subject presented with angina pectoris and was hospitalized on the same day for further evaluation. At the time of event the subject was on aspirin and clopidogrel. Medication was given to treat the event. Nine days later, the subject was discharged. At the time of reporting, the event was considered to be recovering/resolving.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6).